Manufacturer narrative:
Please refer to the attached analysis report. Analysis synthesis: - analysis of available remote reports associated to the ICD s/n (B)(6) confirmed the reported behavior, as a blank page was displayed in the smartview remote monitoring website instead of the reports. - the observed issue resulted from an incorrect configuration of the smartview remote monitoring website for the japan zone, leading to the impossibility to display all remote reports related to ulys, edis and gali devices. - a maintenance operation was successfully conducted on 15 november 2023 to correct the configuration in japan. Any remote report that could not be displayed can now be opened normally. - it should be noted that no issue is suspected on the associated home monitor.

Event description:
Reportedly, a blank page was displayed on the smartview remote monitoring website, instead of the remote report transmitted by smart monitor s/n (B)(6) on 23 october 2023, two or three days after pairing with the implant.